Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported suffering from temporomandibular joint (tmj), (underbite). Their dentist said that once their bite is corrected the clicking will stop.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.